Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown dose and concentration) via an implanted pump indicated for intractable spasticity. It was reported that the hcp stated the patient's pump critically alarmed at 12:15 on (B)(6) 2022. The patient had a recent pump replacement due to a motor stall (refer to manufacturing report # 3004209178-2022-09266 regarding the patient's previous pump replacement due to motor stalls) and now the pump was alarming and they were thinking it was a motor stall again. The hcp noted the alarm on (B)(6) 2022 occurred in the same environment as the previous pump. The pump had not been interrogated yet. Additional information was received on (B)(6) 2022 and it was reported that since implant on (B)(6) 2022 the patient had short motor stalls noted in the logs. This had also occurred with the prior pump which was what led to the replacement (refer to manufacturing report # 3004209178-2022-09266). Environmental exposure was discussed. It was also noted that the patient had a boston scientific pacemaker. It was unknown if that device was placed on the opposite side of the body, but it was not contraindicated to have a pacemaker. The stalls appeared to be occurring when the patient was in bed. Consumer magnet response was discussed. No symptoms were reported.

Event description:
Additional information was received from a company representative (rep) and per the pump logs provided, a motor stall occurred on (B)(6) 2022 at 2:14 pm and recovered on (B)(6) 2022 at 2:22pm. Another motor stall occurred on (B)(6) 2022 at 12:02 pm, and recovered on (B)(6) 2022 at 12:32 pm. The patient's weight was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) and it was reported that the cause of the motor stalls are believed to be from electro-magnetic interference (emi). The rep also stated the patient was going to note where and what he was doing if it happens again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.